Event description:
The customer reported to olympus they are experiencing e024 channel monitor error and e61 ultrasonic cleaning is not functioning error. There were no injuries or patient harm reported. An olympus field service engineer (fse) went onsite and found the amount of water supplied to the washing tank is weaker than before. This report is being submitted for the malfunction found by the fse.

Manufacturer narrative:
During troubleshooting the technical assistance center worked with customer determined that e024 was caused by improper scope connection and e061 was due to improper scope loading. The customer stated they will review scope handling with all operators. Fse will work with facilities manager to address low water pressure, flow and temperature to improve cycle time, and explained that low water flow can the observed errors on their olympus oer-elite. As the investigation is ongoing; the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event occurred due to lowered water pressure and flow of the equipment at the user facility. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "4.3 installation conditions: water supply conditions." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.